Event description:
"The broken pin inside of the housing seemed to stick between the button and the housing. That kept the button half pushed down. The flow rate was doubled." Reporter states device was connected to pt to control pain after surgery. However, the next day at approximately 10 or 11 am pt noted that the infusor was empty and the pt control module button was half-way depressed. Per reporter the infusion was expected to last two days, however, the infusion was completed within one day. Device contained bupivacaine hydrochloride 90 ml, buprenorphine hydrochroride 4 ml, and droperidol 1 ml for a total fill volume of 95 ml. Per reporter there was no pt injury and no medical intervention was required as a result of the reported condition. Reporter further indicates, "the hospital hoped improvement in order to be able to check the remaining medicine amount easily."